Event description:
It was reported that the remote transmission revealed that there was non-physiologic noise on an episode possibly due to electro-magnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, implanted (B)(6) 2006. (B)(4).